Event description:
Rptr contacted MFR because they are experiencing severe pain at the lead wires. Rptr turned the generator off because it was causing the pain. Rptr says that the generator has gone "haywire". Rptr is also experiencing numbness and tingling, pressure on spine and problems with left leg. ER test came back stating an infection is starting. Any movement worsens pain. Rptr is taking morphine for pain. Device was implanted for interstitial cystitis which is not FDA approved.